Event description:
An optometrist reported that a patient who underwent lasik was diagnosed with asymptomatic stage 1 diffuse lamellar keratitis (dlk) in the right eye, at the one week postoperative visit. The topical steroid drops were increased and the dlk resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).